Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. The event of capsular contracture baker grade iii is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii.

Event description:
Healthcare professional reported capsular contracture baker grade iii against left side. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: overweight, cloudy, crease fold, yellow particle in the shell and deformation . The device is weighed again in the mo502-65-004 and it is within specification. Based on the device analysis the final assessment is: no issues found related with the manufacturing process.

Event description:
Healthcare professional reported capsular contracture baker grade iii against left side. Device has been explanted.